Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient stated that they experienced having a painful urination. The patient was advised to contact their doctor, if symptoms persist. It was unknown if the issue was resolved.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention and urgency frequency. The trial began on (B)(6) 2026. It was reported that they were experiencing worsening baseline symptoms of non-obstructive urinary retention and urgency frequency. It was unknown if the issue was resolved. The patient¿s representative (pt rep) called to report that the patient was experiencing increased difficulty with urination compared to yesterday. They stated that their symptoms have worsened. The patient was voiding more frequently but was only able to pass small amounts of urine each time. They reported a sensation of incomplete bladder emptying and significant pelvic pressure and confirmed that the patient¿s therapy was active. Their pt rep had been notified for further assistance.

Manufacturer narrative:
B2: other: urinary retention. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.